Event description:
It was reported that the patient felt an itching sensation at the site of the implanted insertable cardiac monitor (icm) device. The itching sensation has occurred since device implant. Boston scientific technical services (ts) sent the physician a list of direct contacting materials. Additional information from the boston scientific representative provided the patient also has a rash. The patient has been prescribed medication in the interim. Device is expected to be explanted. However, the device remains in service at this time. No additional adverse patient effects were reported.